Event description:
This is a spontaneous case report received from a healthcare professional via regulatory authority (case# (B)(4)) in (B)(6) on 19-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number c49133, inserted. After essure placement and delivery system removal, part of delivery system remained in coil. Removal attempt with pliers which took back all the implant. Second placement attempt with the same observation. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. After essure placement and delivery system removal, part of delivery system remained in coil. Physician removed it and performed a second placement attempt with the same observation. This event, regarded device breakage, is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 17-may-2016: updated quality-safety evaluation of ptc: complaint sample received on (B)(6) 2016 the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. As received, we observed the following: all IFU steps completed. No visible damage was found on delivery catheter that may have affected the release of the implant. The implant is stretched on the inner coil proximal side but no damage was found on the release band or outer coil. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-may-2016 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. After essure placement and delivery system removal, part of delivery system remained in coil. Physician removed it and performed a second placement attempt with the same observation. This event, regarded device breakage, is unlisted in the reference safety information for essure. However, according to product technical complaint analysis, the possibility of the catheter breaking is an anticipated event. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The outcome of the technical investigation resulted in an unconfirmed quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Product technical complaint results received on 07-jan-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned as of 12/01/2015. We conducted a review of the manufacturing batch record c49133 (production date 04-apr-2014 and expiration date 30-apr-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship with a quality defect is not applicable. Since no medical events were reported, a batch investigation with respect to similar ae cases is not applicable. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-jan-2016 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion. After essure placement and delivery system removal, part of delivery system remained in coil. Physician removed it and performed a second placement attempt with the same observation. This event, regarded device breakage, is unlisted in the reference safety information for essure. However, according to product technical complaint analysis, the possibility of the catheter breaking is an anticipated event. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed. Despite follow up attempts, no further information was obtained.